Event description:
It was reported that a patient, who had left rtsa, and had underwent a revision procedure due to a low-grade infection and had the humeral component removed with the glenoid components remaining, still had pain. The glenosphere and screw were changed in this procedure. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. An x-ray image was provided. The explanted devices were disposed of. A device image was provided. No further information. This is 1 of 2 events for this patient.